Manufacturer narrative:
It was reported that the table allegedly moved into trendelenburg position on it's own. During investigation, the alleged failure was replicated. The berchtold service technician was able to replicate the reported movement when two buttons on the hand pendant were actuated simultaneously. It is believed that the user unintentionally pressed multiple buttons simultaneously resulting in what was thought to be the unintended motion.

Event description:
It was reported that the table allegedly went into trendelenburg on it's own. There was no injury to the patient and no adverse consequence.